Manufacturer narrative:
H11- manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an anterior subcapsular opacity. Reportedly, '20/2025 vision, patient is happy but there appears to be central/temporal faint anterior subcapsular change in opacity'. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.